Event description:
The cause of the unresponsive episode and low flow events were due to sustained ventricular tachycardia. The low flows resolved after the patient was defibrillated. They were initially given an amiodarone bolus with a drip then switched to mexiletine. At the time of the low flows the patient was lightheaded and dizzy. The patient had an automatic implantable cardioverter-defibrillator implanted. Patient denied participating in acute rehabilitation and was discharged home on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was brought to the emergency department unresponsive with low flows. Log files were submitted for evaluation and captured low flow events on (B)(6) 2026. There were also several momentary low flow events recorded. Some were very brief and did not trigger an alarm. These occurred when the pulsatility index was elevated. There did not appear to be any type of external mechanical circulatory system equipment issues causing these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia and unresponsiveness could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account reported that the cause of the unresponsiveness and low flow alarms was sustained ventricular tachycardia (vt). It was reported that the patient was brought to the emergency department unresponsive and with low flow alarms. It was further communicated that the cause of the unresponsiveness and low flow alarms was sustained vt. The low flow alarms resolved after the patient was defibrillated and given antiarrhythmic medication. During the low flow alarms, the patient was lightheaded and dizzy. An abbott manufactured automatic implantable cardioverter-defibrillator was placed, and the patient was discharged home after acute rehab was denied due to lack of patient participation. The controller event log file contained events from 03feb2026. Intermittent low flow hazard alarms were captured throughout the log file when the estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. If the flow remains below 2.0 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.